Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found on the floor at home, unresponsive and disconnected from the power module patient cable. The family requested an autopsy. The patient was brought to the hospital for a partial autopsy and data log file information reportedly will be reviewed. The vad coordinator and the physician assistant mentioned that the patient was depressed and likely disconnected himself from power. It was reported that the pump was disposed of. Information regarding the analysis of the data log file and the status of the partial autopsy was requested but has not been provided.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported by the vad manager that the patient was found down in the bathroom at home unresponsive, with both power cables unhooked, epc system controller had no power source. No log files at the time of the event are available, and the partial autopsy referenced in the initial event is not available.

Manufacturer narrative:
Approximate age of device: 6 years, 6 months.according to the information provided, the lvad pump was discarded and thus will not be returned for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.